Event description:
The account alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The technician found the side rail latch mechanism was soiled with sugary beverage. The technician cleaned the side rail latch mechanism to resolve the issue.